Manufacturer narrative:
The reported event of dislodgement was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated cardiac procedure. During the procedure, the right atrial lead dislodged. The lead was removed and replaced in another procedure. The patient was stable.